Manufacturer narrative:
(B)(4).

Event description:
The consumer reported falling on (B)(6) 2015 and did not feel stimulation on (B)(6) 2015 when stimulation was turned on. The change in therapy and symptoms was described as sudden. Cause, actions, and outcome remain unknown. Follow-up was conducted to obtain additional information. The indications for use included urinary incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that nothing was done to resolve the loss of stim. The patient could not walk as a result of a hip replacement and the device was not working. She thought she could speak to a manufacturers' representative (rep) because she thought she might have put the unit on wrong. She spoke to patient services and was told to go to the doctor but she could not because she could not walk. She had a lot of trouble with the unit not working or something was wrong. Further information from the consumer reported that she had no problem with the stimulator. She was embarrassed because she was wetting all over the place. She wanted to talk to a rep to know if she had the stimulator on correctly and make sure she was not doing something wrong. The patient thought something was wrong and still had 6 weeks but planned to see her doctor when she could walk.